Event description:
It was reported that during an orthopedic procedure, the device fired malformed staples. They used another like device and completed the procedure. There was no patient consequence reported.

Manufacturer narrative:
(B)(4). Damaged anvil former the analysis results confirmed that the device was received in good visual condition. The device was tested for functionality and it was noted that the staples were partially forming and ejected from the device. The device was disassembled to verify the condition of the internal components and the anvil was noted to be deformed. This deformation in the anvil will prevent the staple to be held in the firing chamber for its complete formation, resulting in an ejected staple. The manufacturing records were reviewed and no anomalies were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.